Manufacturer narrative:
Clinical evaluation: a possible temporal relationship exists between the liberty cycler and the patient¿s abdominal pain/hernia event. However, there have been no any reported allegations of a liberty cycler malfunction that may have caused/contributed to the patient¿s development or exacerbation of a hernia. Increased intra-abdominal pressure due to the dialysate can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures and hernia is a commonly known complication of pd therapy. Actual causality cannot be fully determined based on the available information in the complaint file at the time of this clinical investigation. Should additional information become available this clinical investigation will be re-evaluated.

Event description:
A peritoneal dialysis nurse reported that a patient has surgical hernia repair on (B)(6) 2017. Thereafter, the patient was switched to hemodialysis treatment until (B)(6) 2017. The patient is currently back on peritoneal dialysis treatment with no further issues. The nurse stated that patient began peritoneal dialysis treatment on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that a patient has surgical hernia repair on (B)(6) 2017. Thereafter, the patient was switched to hemodialysis treatment until (B)(6) 2017. The patient is currently back on peritoneal dialysis treatment with no further issues. The nurse stated that patient began peritoneal dialysis treatment on (B)(6) 2013.